Event description:
Boston scientific, crm received information that the patient implanted with this transvenous right ventricular (rv) defibrillation lead had rapidly deteriorating health and increased shortness of breath. Rhythm strips recorded by emergency personnel noted loss of capture with an underlying rhythm of 30-50 bpm. The patient died after not responding to atropine or adrenaline. Interrogation of the device noted no abnormalities. It is unknown whether a product malfunction caused the patient's death.

Manufacturer narrative:
The coroner has requested review of rhythm strips by an outside consultant. It is unknown whether the lead will be returned for analysis. No further information is available. If additional information becomes available, this event will be updated and resubmitted.